Event description:
A customer contacted a baxter technical service representative (tsr) regarding a check lines and bags alarm that appeared on the display of the home patient's (hp) homechoice (hc) machine during prime, during use, patient was connected. The tsr advised the hp that he will need to disconnect, cap off both the patient line and himself. The hp then placed the old flexi-cap that originally came with the cassette back on the end of the patient line, hung it back up and said he would clean it off 1st prior to reconnecting. The tsr advised the hp that this set up is compromised and that he needs to reset up again new cassette / bags. The hp will reset up with new supplies. There was patient involvement. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The reported problem was confirmed. The assignable cause was use error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.